Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the customer experienced continuously high bgs (289-413mg/dl) within the first day of activating a new pod despite having administered numerous correction boluses. An occlusion alarm was initiated, at which point the pod was immediately removed and replaced. The suspect pod will be returned for evaluation.